Manufacturer narrative:
Reliability analysis evaluated 1 open/used reservoir. Analysis performed visual inspection and found 1st o-ring out of groove. Also, perform pre-fill test to reservoir and reservoir leak passing 2nd o-ring.

Event description:
The customer reported via phone call that the reservoir o-rings were almost touching. The customer's blood glucose was unknown at the time of incident. The reservoir was returned for analysis.